Manufacturer narrative:
The correct become aware date, event date and philips notified date should have been 07/17/2024 in original MFR report 3003832357-2024-00687. The date due should've been 08/16/2024 not 08/17/2024.

Manufacturer narrative:
The correct become aware date, event date and philips notified date should have been 07/17/2024 in original MFR report 3003832357-2024-00687. The date due should've been 08/16/2024 not 08/17/2024. Updated all.

Event description:
It has been reported to philips the touchscreen calibration failed. No patient involvement.